Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up with a patient notifier anomaly exhibited on the implantable cardioverter defibrillator. Upon review, it was noted that the vibratory patient alert was not felt or heard by the patient. Inductive telemetry was used. Further rf telemetry was discussed but not available in the clinic. No interventions were performed. The issue was unresolved. The patient remained asymptomatic and will be monitored.